Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Data of index surgical procedure lot #? What tissue type and location of the suture placement? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What was the appearance of the suture during the reoperation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent caesarean section on an unknown date and suture was used. Within three days post-op, the sheath layer that had been sutured separated in the mid-section of the wound, both knotted ends of the wound remained intact. The sub-cuticular layer was intact. The patient returned to the operating theatre and had to be re-sutured using a different suture. The patient recovered without further incidence. Additional information has been requested.